Event description:
In 2002, the pt was implanted with a vented electric left ventricular assist device (lvad). In 2003, the nurse contacted the MFR reporting that the pt was getting red heart and yellow wrench alarms, low beat rate, low stroke volume and power limit advisory. The nurse placed the pt on pneumatic backup and was going to send in waveforms if they could capture them as well as x-rays of the perc lead. The vent filter was replaced and excessive cam dust was not visible. The pt remains on pneumatic actuation of the lvad at this time while awaiting a heart transplant.